Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported the ICU nurse saw a break at the junction between the PICC and the extension fitting when turning the patient over, and finally relocated the tube. No other information was provided.

Event description:
It was reported the ICU nurse saw a break at the junction between the PICC and the extension fitting when turning the patient over, and finally relocated the tube. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break is confirmed and was determined to be use related. The product returned for evaluation was a groshong nxt clearvue two-piece connector assembly and a small segment of a catheter. A portion of the catheter remained within the connector piece. Use residue was observed throughout the sample. The silicone on the distal connector piece was removed to evaluate the catheter attached to the connector. Tactile evaluation of the catheter revealed tensile weakness. Microscopic inspection of the catheter segment fracture surface revealed a mostly flat, granular fracture surface. An elliptical cross section at the fracture was also observed. The fracture features were typical of material failure due to tensile stress. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.